Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Allergy [hypersensitivity] skin peeled at the private part-female genital [genital exfoliation] itchiness-vagina [vulvovaginal pruritus] tops of your products are all opened-tampon [device physical property issue] case narrative: consumer reported via phone that the top of the tampons are all open. No serious injury was reported.

Event description:
Allergy [hypersensitivity]. Skin peeled at the private part-female genital [genital exfoliation]. Itchiness-vagina [vulvovaginal pruritus]. Tops of your products are all opened-tampon [device physical property issue]. Case narrative: consumer reported via phone that the top of the tampons are all open. No serious injury was reported. Initial receipt date: 17-jun-2024. Report source: spontaneous; consumer via phone. Seriousness criteria: none. Consumer involved: female of unknown age. Suspect product(s): tampaxtamponsradiantradiantsuperunscnt16ct beginning (B)(6) 2024. Taken previously - no / tolerated - na. Adverse event(s): allergy beginning 2024. Outcome - not recovered/not resolved skin peeled at the private part-female genital beginning 2024. Outcome - not recovered/not resolved. Itchiness-vagina beginning (B)(6) 2024. Outcome - not recovered/not resolved tops of your products are all opened-tampon beginning 2024. Outcome - unknown. Treatment details: unknown relevant history: medical history: no history of itchiness, skin peeled at private parts, allergy (this didn't happen before.) Medical history: I am very healthy. (I am very healthy.) Hist drug/prev exp: other brands (I used other brands before.) Concomitant product(s): none reported.

Manufacturer narrative:
Product investigation is in progress.